Manufacturer narrative:
0results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end and had bends approximately 30.0 and 75.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Coagulated blood was within the introducer sheath distal tip. Conclusions: evaluation of the returned pod10 revealed a functional device. Further evaluation revealed coagulated blood within the introducer sheath and pusher assembly bends and a kink. These damages were likely incidental to the reported complaint. During functional testing, the pod10 was advanced through its introducer sheath with resistance due to the dried blood within the introducer sheath. The pod10 was then advanced through a demonstration lantern with resistance due to the pusher assembly kinks. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod coils, a non-penumbra microcatheter, and a non-penumbra catheter. During the procedure, the physician experienced resistance while advancing the pod coil into the hub of the microcatheter and subsequently, the pod coil would not advance further. Therefore, the pod coil was removed. The procedure was completed using another pod coil, a pod packing coil (pod pc), the same microcatheter, and the same catheter. There was no report of an adverse effect to the patient.